Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2016 with the following findings: during investigation, a load step malfunction occurred. During the load step, the piston pushed up until the cartridge was emptied. Testing revealed that the force senor calibration was out of specification. The pump was opened and there was contamination found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a load step malfunction. Evaluation also revealed the force senor calibration was out of specification. There was contamination found on the force sensor plate. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/06/2016.